Event description:
During the surgical procedure, the tip of the precise bipolar pyramid tip forceps instrument broke and fell into the patient. The tip was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.